Event description:
It was reported during an unknown procedure that the offset cup impactor would not lock into the cup. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was received incomplete at viant for evaluation and the reported event was not confirmed. A cup simulant was attached and detached from the offset cup impactor (oci). No functional issues were observed. Upon closer examination, it was observed that the weld adjoining the ratchet housing and oci body was fractured all around. Additionally, the ratchet teeth were worn. These deformities may be affecting the function and may have caused the reported event in the field, however, it could not be recreated. Other observations: there were many signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were impaction gouges on the cardan joint nearest the blue knob as well as on the oci body near that cardan joint. These gouges are not consistent with intended use; there were several impactions on the impaction plate, as intended, however there were several impaction gouges observed on the metal handle, which are not consistent with intended use and may have attributed to the observed weld fracture; the two (2) pegs that lock the chain assembly into the oci body were severely worn/damaged and would only assemble with the pins in one (1) of two (2) possible orientations; the returned complaint sample was etched per applicable drawings. The applicable device history records (dhrs) were reviewed. No discrepancies were discovered. In conclusion, the reported event is not confirmed as no functional issues were observed. The ratchet housing/oci body weld was fractured all around and there were many signs of wear and some signs of unintended use observed. No further investigation is required. B5: event description grammar corrected. H3: updated to yes. H4: corrected device manufacture date. H6: updated method, result and conclusion codes.

Manufacturer narrative:
The complaint sample was received for evaluation, however the evaluation has not yet been completed. Once the investigation is complete, a follow-up medwatch 3500a emdr will be submitted. Event notification was received (B)(6) 2018 which did not meet reportability requirements at the time with the information available. However, the device was received 18-dec-2018 which contained the fracture and hence met the reporting requirements. Complaint information received from distributor, (B)(4).

Event description:
It was reporting during an unknown procedure that the offset cup impactor would not lock into the cup. No adverse events nor patient consequence were reported as a result of the malfunction.